Event description:
Sorin group received a report that the display screen of the s5 roller pump went blank during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to evaluate the pump. While at the facility the field service representative was not able to reproduce the reported issue but the connector of the ribbon cable was not fully seated. The field service representative re-seated the connector and cleared the pump memory. Subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.